Manufacturer narrative:
The extended charge time was confirmed via reviewing of the device image. Bench testing was performed, and the device subassembly showed normal characteristics. The battery was analyzed and confirmed an internal battery anomaly. Extended charge time was caused by an anomalous battery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator reached its capacitor charge time limit on (B)(6) 2019. The device was explanted and replaced on (B)(6) 2019. The patient was stable before and after the procedure.